Event description:
It was reported that during a lap. Hysterectomy, a solid tone and unk error code were noticed when handpiece was activated. The generator, handpiece, and disposable were swapped to complete case with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.